Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use it was reported that the patient was experiencing increasing pain, had a dye study at an unknown time, and the findings were that the catheter was occluded. Actions/interventions taken I ncluded a catheter revision scheduled for 2024-07-19. The patient was requesting the catheter for lawyers to test. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was brought in for a catheter study with the doctor. Due to a letter being provided by lawyers to the hospital, the catheter would go to risk management with the hospital. It was reported that the doctor opened the patient's pump pocket and aspirated the catheter to which it was successful and he was able to aspirate 2 ccs. The hcp did not inject dye and made the decision to still replace the catheter due to the patient complaint of leg pain following initial surgery.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024 ubd: 2025-07-12; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the company representative (rep) reported that it was unknown if the catheter occlusion/increasing pain resolved.